Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Customer stated via regulatory/maude report: when the needle was removed from the 8 fr catheter, the black end cap broke off and came out with the needle. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. The patient is a caucasian (B)(6) male that weighs (B)(6). Additional information received 08nov2016: was there any patient injury or intervention: no; what type of procedure was being performed: ultra sound guided paracentesis; was the procedure completed as planned: yes; do you have the sample available for evaluation: unknown.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. A sample was not returned for analysis. A device history record review was performed for lot 0000907137. A nonconformance was issued due to a thora/para device missing the ball bearing. The lot was 100% culled, and discrepant devices were scrapped. A missing ball bearing would not affect the performance of the black cap on the device, therefore the non-conformance did not contribute to the reported failure. No other issues were found. A sample was not returned for analysis, therefore the reported failure could not be confirmed. A non-conformance was issued due to the thora/para device missing a ball bearing. This non-conformance would not impact the performance of the black cap. Trending data did not indicate a negative trend. Therefore a root cause could not be established. A root cause could not be established, therefore corrective actions are not indicated. This complaint will be added to the complaint management system and will be tracked/trended for future occurrences.